Event description:
The device was used during an unspecified procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.